Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unk) the attached electrode pads would not adhere to the pt¿s skin. The complainant indicated an arch was seen coming from both sets of electrode pads used during the event. Complainant indicated the clinician shaved and prepared the patient. Before another device and third set of electrode pads were obtained to continued treating the patient. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the product for eval and this complaint is still under investigation.